Manufacturer narrative:
Corrected: d4 (serial) thrombocytopenia/anemia: the cause of the injury was not determined due to insufficient clinical details. Infection/asae: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: no logs were returned. The cause of the high purge pressure cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 60-year-old female who had a history of complex percutaneous coronary intervention had a follow up visit in clinic. She had not taken her post procedure medications and ultimately presented to the ed with st segment myocardial infarction and cardiac arrest. She was taken to the cath lab for occluded stents and coronary arteries. She underwent a high-risk percutaneous coronary intervention and was placed on an impella cp and transferred to a higher level of care hospital. Upon arrival she was started on va ECMO. The ICU team was then able to start weaning medications. The impella required repositioning after arrival to the 2nd hospital. The patient required platelet administration. She required continuous renal replacement therapy and was able to come off ECMO on (B)(6) 2025 and placed on the impella 5.5. She received blood and platelets due to anemia and thrombocytopenia. The patient had high purge pressures in which the team treated with tpa through the purge. The patient continues on impella 5.5 support as of on (B)(6) 2026 without complication. Medication required for high purge pressures (tpa). It is difficult to determine whether the patient anemia and thrombocytopenia were secondary to ECMO or to impella cp or impella 5.5. During impella 5.5 support, the patient experienced high purge pressure. Description stated that purge flow was decreasing gradually with increasing purge pressure. A csc call was made inquiring about the use of tissue plasminogen activator and it was later added to the purge to address the high purge pressure. The purge pressure high is considered a reportable malfunction.

Manufacturer narrative:
Update information: b5 clinical narrative updated.

Event description:
Updated clinical narrative: a 60-year-old female with a history of complex percutaneous coronary intervention presented for a follow-up clinic visit. The patient had not taken prescribed post-procedure medications and subsequently presented to the emergency department with st-segment myocardial infarction and cardiac arrest. She was taken to the cardiac catheterization laboratory for evaluation of occluded stents and coronary arteries. The patient underwent a high-risk percutaneous coronary intervention and was placed on an impella cp, after which she was transferred to a higher-level-of-care hospital. Upon arrival, she was initiated on veno-arterial extracorporeal membrane oxygenation (va-ECMO). The intensive care unit (ICU) team was subsequently able to begin weaning vasoactive medications. The impella cp required repositioning after arrival to the receiving hospital. During the course of care, the patient required platelet administration and continuous renal replacement therapy (crrt). She was later weaned off ECMO and transitioned to impella 5.5 support. While on impella 5.5 support, the patient received blood and platelet transfusions for anemia and thrombocytopenia. The patient also experienced high purge pressures, which were treated with tissue plasminogen activator (tpa) administered through the purge system. During support, ultrasound imaging reportedly identified cellulitis around the impella access site; no additional details were provided. The patient remained on mechanical circulatory support, and the explant outcome was survival with bridge to transplant. The patient¿s anemia and thrombocytopenia occurred in the setting of critical illness, va-ECMO support, mechanical circulatory support, renal replacement therapy, and transfusion requirements, and may have been influenced by multiple clinical factors. Engineering assessment: during impella 5.5 support, the patient experienced high purge pressure. Description stated that purge flow was decreasing gradually with increasing purge pressure. A csc call was made inquiring about the use of tissue plasminogen activator and it was later added to the purge to address the high purge pressure. The purge pressure high is considered a reportable malfunction.

Manufacturer narrative:
Updated information: d4 catalog number updated. Additional information provided stating that the device was explanted by the hospital and will not be returned for evaluation.

Manufacturer narrative:
D6b: updated explant date.